Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, which was implanted via the carotid artery, the implant appeared high and possibly above the annulus via fluoroscopy. Via echocardiogram, the valve appeared to be at a good depth. Ten minutes after the procedure, electrocardiogram (ECG) changes were noted. Hypotension developed and cardiopulmonary resuscitation (CPR) was initiated. Catheterization was performed and neither coronary artery could be seen filling. Subsequently, the valve was explanted, and a non-medtronic valve was implanted. Per the surgeon, nothing was noted with the depth of the valve or patient anatomy that would have caused the coronary occlusion. Following surgery, the patient was stable but required a re-operation due to compartment syndrome. Following the re-operation, the patient was reported to be doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation of the event include a review of images provided. The images showed that there were no valve load checks for this event. The imaging provided confirmed multiple attempts to implant the valve, one shallow and another deep in position. The imaging showed the valve deployed to 100% and the angiogram confirmed minimal cardiac function. There was no additional imaging provided to confirm the coronary issues and computerized tomography (CT) measurements related to sinus of valsalva (sov) widths. Conduction disturbances are known potential adverse effects per the device indications for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the limited information available but the depth of implant was a likely contributing cause. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In addition, stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. Although a conclusive cause could not be determined from the limited information available, the coronary occlusion resulting from the valve implantation was a likely contributing cause. Updated data: d8, g1, h6 patient annex e codes, annex f code, method code, and conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, the valve occluded the coronary arteries due to small sinuses. The sinuses were believed to be smaller than what medtronic and the facilities radiologists measured on computed tomography (CT). Medtronic and the facilities measurements were the same. The compartment syndrome was located in the legs. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.